Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a left ventricular lead that exhibited high and out of range pacing lead impedance. Capture thresholds also showed to be higher. The physician did not believe the lead had moved. The physician wanted to monitor the lead further. Patient was stable.